Event description:
It was reported by service report that lock post was broken off. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - pin bracket.